Event description:
Doctor confirmed by phone implant fracture tooth# 15 (tsvb10) + peri implantitis #14/16 (tsvb10 + tsvwb10) and were removed. Inflammation and dehiscence were reported as a result of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). B3: date of event unknown / not provided. D4: additional device information unknown / not provided. G4: premarket identification k061410/k011028/k013227. H4: device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation was performed, unable to detect a fracture with the implant. However, the unknown abutment that was attached to the implant was fractured. Escalated. Note: during re-inspection the second tsvb10¿s had an unknown fractured screw inside of it. Note: due diligence confirmed that the unknown fractured abutment and screw were attributed to removal and have been recorded in the concomitant medical product section. Device history record (DHR) review was completed for the subject lot number 1248401. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1248401 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection of implant inadequate (unable to withstand occlusal forces or long term loading). Therefore, based on the available information, a device malfunction could not be verified. During inspection unable to detect a fractured tsvb10 implant. The reported event was non verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.